Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the touch pen for the programmer did not work. A new pen will be tried. No patient complications were reported as a result of this event.